Event description:
A malfunction was reported on the pump by the caller, specifically identified as malfunction 9, with a fault ID available. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer technical support provided instructions to reset the pump, and after following these instructions, the malfunction code did not recur. The customer was informed that they could continue using the pump and was advised to contact support again if the malfunction code reappears.